Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to surgery, both the device packaging and the embovac aspiration catheter (ic71132ca, lot number: 31426007) was inspected and both in good condition. After removing the thrombus for the first time, the doctor removed the thrombus aspiration catheter from the patient and found the tip of the thrombus aspiration catheter was compressed/flat. The doctor switched a new thrombus aspiration catheter (other brand) to complete the surgery. Additional event information received on 06-feb-2026 indicated that the target vessel/site was the left anterior cerebral artery. The internal carotid artery was relatively tortuous. There was so allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported that prior to surgery, both the device packaging and the embovac aspiration catheter (ic71132ca, lot number: 31426007) was inspected and both in good condition. After removing the thrombus for the first time, the doctor removed the thrombus aspiration catheter from the patient and found the tip of the thrombus aspiration catheter was compressed/flat. The doctor switched a new thrombus aspiration catheter (other brand) to complete the surgery. Additional event information received on 06-feb-2026 indicated that the target vessel/site was the left anterior cerebral artery. The internal carotid artery was relatively tortuous. There was so allegation of patient injury due to an alleged product issue. The device was returned to j&j medtech for further evaluation. A non-sterile embovac aspiration catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two compressed conditions were found from at the distal tip of the catheter: the first at 1 cm, and the second at 4.5 cm. Microscopic inspection on the compressed area revealed no further damage. The tip of the catheter was in an oval shape. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding a compressed / flattened catheter is confirmed. The damage found could be related to the insertion of the catheter through the hemostasis valve. According to risk documentation, the catheter can become damaged while being inserted through the hemostasis valve of the guide sheath / balloon guide / guide catheter; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: ¿ exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.